Event description:
It was reported that the pt had telemetry issues with their neurostimulator and it was noted to be in an overdischarge condition. The physician performed a physician mode recharge (pmr) procedure and received an end-of-service (eos). The physician believed it may be the third overdischarge issue for the pt's device. Unable to follow up with the contact info provided hence no additional info was obtained.

Manufacturer narrative:
(B)(4).